Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a seizure due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 0 mg/dl when the paramedics arrived. Customer stated that the low blood glucose happened after a night of heavy drinking. Customer stated that they have called the paramedics many times because her blood glucose has gone from 25 mg/dl to over 900 mg/dl. Nothing further was reported.